Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the maxplus must be replaced after one use because the maxplus gland has a piece missing out of it. There was no report of patient harm.

Manufacturer narrative:
Correction on initial report: disregard file (upon clinical review this file has been deemed not reportable).